Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. The physician suspected the cuff was too loose; therefore, the component was removed and replaced with a smaller one. Later, a cystoscopy was performed in which it was confirmed that the new cuff was a better fit for the patient. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. The physician suspected the cuff was too loose; therefore, the component was removed and replaced with a smaller one. Later, a cystoscopy was performed in which it was confirmed that the new cuff was a better fit for the patient. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the cuff. The reported patient symptom of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.